Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm) on two separate occasions. The cause of low bgs was unknown. The customer consumed carbohydrates to address both low bg levels. The customer mentioned that they fell and hurt their hip and shoulder because of the low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.